Event description:
It was reported that the patient experienced a small pericardial effusion during the implant procedure, likely due to left ventricular (lv) lead placement. The lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient had experienced shortness of breath.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.